Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported the patient had lost weight and repositioning of the pump site was required. The pump was relocated from the abdomen to the rear flank for comfort. Regarding patient outcome it was indicated that "all therapy benefits restored." The pump was delivering morphine.